Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 14 previously reported events are included in this follow-up record.   Product return status 14 devices were received. Event confirmation status 13 reported events were confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 13 devices were found to be affected by missing paint chips. 1 devices had no device problem found.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had paint chips missing. 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 14 devices were received. Evaluation status: confirmed 9 reported events were confirmed during testing. 9 devices were found to be affected by missing paint chips. Not confirmed 1 reported event was not confirmed during testing. In progress: 4 device evaluations are in progress. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had paint chips missing. 14 events had no patient involvement; no patient impact.